Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that seven pcu devices will not power up, buttons not working. There was no patient involvement.

Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number 2016493-2020-78317.

Event description:
It was reported that seven pcu devices will not power up, buttons not working. There was no patient involvement.